Event description:
It was reported that the 9800 system had intermittent error messages during a procedure. The 9800 system had to be rebooted and the procedure was completed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. A filament regulatory pcb calibration was performed. The system was tested and found to be working as intended and put back into service.